Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: april 1, 2016 - email, april 4, 2016 - email, april 7, 2016 - email. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The customer allegation could not be re-produced. The connections on the anesthesia control board and the consolidated ventilator interface board were checked and reseated, followed by calibration of the ventilator.

Event description:
The hospital reported that, during a case, the clinician switched from bag mode to ventilator mode, and the ventilator did not function. The clinician reportedly switched to bag mode and was able to continue the case. There was no reported patient injury.